Event description:
It was reported that the device was in place for 36 hours to treat an obese pt with edema. Due to the pt's obesity, the facility reports it was difficult to check the insertion area for tissue damage. At the 36 hour point there was a large necrotic area noted at the anal verge that required surgical intervention. There was no bleeding or ulceration noted until removal of the device. Necrotic tissue was surgically removed without complication. While the device was in place, peri-care was being performed. Skin barrier or protectant was used, however, the type or frequency is unk. The pt was discharged to a rehabilitation facility.

Manufacturer narrative:
The sample was not returned for eval. The lot number is unk therefore the device history record could not be reviewed. (B)(4).